Manufacturer narrative:
Device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history due to cold solder joint on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures alarm after a self test. The customer stated they were able to clear the alarm but they were unable to complete a pump rewind. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.